Manufacturer narrative:
The lot number were provided for 2 out of 3 malfunctions, therefore, a lot history review were performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the three malfunctions. For 2 of the 3 malfunctions, the investigation is confirmed for perforation. The remaining one malfunction is inconclusive for perforation. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the malfunction indicated that model dl900j vena cava filter was allegedly perforation. This information was received from various sources. The three malfunctions involved three patients with no patient consequences. Two patients age were (B)(6) year and one patient age was not provided. Of the reported patients, one patient was female and two patient were male. Of the reported patients, one patient weighed (B)(6) kgs, and the other patients' weight were not provided.